Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited loss of sensing and loss of capture after the implant procedure. The lead was noted to have dislodged. The lead was successfully repositioned. The patient was noted to be in good condition post surgery.